Event description:
It was reported that during the "first dialysis" treatment with polyflux 14l, the patient experienced chest tightness and nausea..the patient was disconnected, and the symptoms subsided, in addition the patient underwent "blood recovery". The patient was reconnected to the machine and the patient experienced nausea and discomfort. The patient was discharged early. The following day the dialyzer was replaced and there were no symptoms noted. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.